Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized due to drain complications. There was no specific allegation that this event was related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 with fluid retention that was attributed to drain complications during ccpd therapy on the liberty select cycler at home. The patient¿s pd catheter (not a (B)(6) product) was found in malposition through medical imaging, and it was determined that this was the source of the patient¿s drain complications. It was explained that the patient previously underwent gastric bypass surgery which caused significant weight loss, but it was weight loss that caused her pd catheter to migrate as an unintended consequence. The patient underwent a pd catheter revision during this hospitalization. The patient was transitioned to backup hemodialysis (hd) for renal replacement therapy on a hospital provided (B)(6) hd device for the duration of the admission to allow the surgical site to heal. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. It was reported that the patient¿s fluid retention due to a pd catheter malposition, the associated corrective procedure and hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge. Sincerely, this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).